Event description:
A malfunction was reported on the pump, described by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the issue reoccurs.